Event description:
A device report from (B)(6) indicates hospital in (B)(6) reported: patient implanted on an unknown date returned to surgeon on an unknown date. It was discovered the screw loosened. Surgical intervention was needed. This is two of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.